Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
The competitor's catheter (bee at) was inserted after his catheter was inserted and placed into the cs from the ivc. After that mapping at the fossa by an acunav catheter was performed for the brocken brough. When manipulating rf needle (by jll) to display on the echo, the physician punctured not the fossa but the different region. It was confirmed by fluoroscope that the punctured region was very near from the aorta. A few minutes later, the blood pressure dropped and the effusion was observed by the bs echo and the acunav catheter. Then the thoracotomy was conducted after dispensing medication. The outcome of the patient is unknown at the moment. The complaint product(s) will not be returned for analysis. Facility name: (B)(6). Reported by (B)(6).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00198) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "follow-up#2", instead of follow-up#1. Corrections made to following sections: g1, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00198) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event (see section b2), correct the common device name and provide the device procode (see section d2), correct the manufaturer's city (see section d3), correct the device available for evaluation (see section d10), update the initial reporter information (see section e1), correct the health professional (see section e2) and delete the occupation (see section e3), correct the manufaturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update the device evaluated by manufacturer (see section h3), and correct the event and evaluation codes (see section h6). The device referenced in this report was not returned for evaluation.

Event description:
Additional information was received reporting that during atrial fibrillation (afib) ablation procedure, it was reported that the physician encountered difficulty inserting the cs catheter (beeat) into the coronary sinus (cs) catheter. During the procedure, the physician noticed a cardiac perforation by transeptal puncture on the ultrasound image and that no ablation was delivered. There was no patient outcome information provided. The physician's opinion is that the cause of the reported event is possibly procedure-related and not associated to the acunav catheter. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide patient information (see section a3), update the outcomes attributed to adverse event (see section 2), provide additional event information (see section b5) and update the patient code (see section h6).